Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Device history record review on lot 16347fn00 did not show any issues. Labelling was reviewed and found to adequately address the issue under review. Return testing was not completed as returns were not available. In-house performance testing for reagent lot 16347fn00 was completed. This testing indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16347fn00 was identified.

Manufacturer narrative:
Patient identifier multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30. There was no additional patient information provided.

Event description:
The customer reported false negative architect sars cov-2 igg results on two patient samples upon switching to a new lot of reagent. The results provided were (B)(6) with old lot 16263fn00 = 1.40s/c (>/=1.4s/c = positive) /with new lot 16347fn00 = 1.34s/c (<1.4s/c = negative); repeated next day = 1.26s/c; (B)(6) old lot =1.44s/c (positive) / new lot = 1.38s/c (negative). There was no reported adverse impact to patient management. The customer also stated they have 32 samples that generated results between 1.2 - 1.39 with the architect assay. The customer tested 14 of these by elisa and 13 generated positive results.